Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose level. The customer's blood glucose level was 600 mg/dl. The customer also reported that the insulin pump had an insulin flow blocked alarms. The customer declined to troubleshooting for the high blood glucose level. The customer was assisted with the troubleshooting for the insulin flow blocked alarms. The insulin pump will not be returned for the analysis.